Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functional, and did not engage when power was applied. It was further noted that the electronic control unit was not functional, the electronic motor was damaged, and there were signs of rust/corrosion on internal components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and possible immersion which is misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a veterinary left medial patellar luxation (lmpl) surgical procedure, it was observed that the small battery drive device would not work at all. As a result, there was a five minute delay to the surgical procedure. An identical spare device available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All provided information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Returned to manufacturer: the returned date to manufacturer was documented as apr 14, 2015 in the initial report. It has been updated to apr 15, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed.